Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-feb-2024. H.6. Investigation summary: material #: 367300. Lot/batch #: 3193680. Bd received 3 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged luer hub with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and the issue of damaged luer hub was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged luer hub. Bd determined that the root cause of the indicated failure mode was attributed to a worn collar in the assembly process. This collar was identified and replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the adapter was cracked resulting in blood leakage. No patient impact or injury reported.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the adapter was cracked resulting in blood leakage. No patient impact or injury reported.